Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the port separated from three (3) unspecified continu-flo IV tubing sets and the roller clamp came off. This issue was further described as, ¿came apart at the 2nd port. Roller clamp came off¿. This event occurred while pulling out the devices from brand new packaging prior to patient use. There was no patient involvement. No additional information is available.